Event description:
Information was received from a patient receiving intrathecal hydromorphone via an implantable pump for non-malignant pain. It was r eported that the patient stated that refills were a pain in the ass. The patient stated the first refill was taking out saline. The patient stated the 2nd fill, there were a lot of problems - they took out the old drug and they had to 'stick them' quite a bit and had problems getting to the closeness of the port. The patient would follow up with their health care provider (hcp) if refill issues persist.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.